Event description:
It was reported that an ilet pump displayed alert 61 indicating a malfunction during training prior to clinical use, and the device log confirmed an external flash write error consistent with an electronics memory fault. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.